Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low reservoir. Customer's blood glucose was 9.2 mmol/l. The customer stated the she keeps getting low reservoir alarm while she has a lot insulin in the pump. The customer advised that the piston is not pushing the insulin at a certain point. The customer was advised that the reservoir is full right now and we can't test it. The customer was advised to call us as soon as she gets low reservoir in order to troubleshoot and patient agreed.